Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that saline drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process, as the customer had not begun using the pump with insulin in the cartridge. The customer declined assistance from tandem technical support regarding the issue. There was no reported adverse impact to the customer¿s blood glucose level.